Event description:
Procedure type: ophthalmic (buckle). According to the reporter: pt had an infection after surgery and was given topical and/or oral antibiotics. Pt's buckles were removed and any visible silk suture or any tissue damage. There was no blood loss over 250ccs, or time was normal. Re-operation was due to infection.

Manufacturer narrative:
Date of initial report: 06/18/2009.